Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell on the home choice (hc). The technical service representative (tsr) reviewed the alarm log and the alarm was a system error 2240. There was no home patient (hp) or bag disconnection. The hp had three bags connected and there was solution in the heater and final bags. The hp would complete therapy with manual bags and the tsr referred the hp to the registered nurse (rn). There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed due to a lack of sample. Not enough data is available within the complaint. The lot number is unknown therefore a batch review was not performed. Neither the disposable set nor the homechoice machine were returned for evaluation, and user did not verbally provide sufficient information to identify the cause of the alarm.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted.